Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose level was in 400 mg/dl range. No additional information was provided and the customer declined troubleshooting with tandem technical support.